Event description:
It was reported that externalized conductors were observed via fluoroscopy. No electrical anomalies were detected. The lead was extracted during a generator changeout successfully and the patient had no adverse consequences.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
External insulation abrasion was found at 11.4-12.6cm, 11.8-12.6cm, and 11.8-12.0cm from the distal tip, consistent with lead friction to another device or feature of the heart. Internal insulation abrasion was found at 7.5-8.7cm, 7.6-9.5cm, and 33.0-33.6cm from the distal tip. The etfe coating was intact at these locations.